Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, check patient line alarms were identified during a review of the event history log. During visual inspection the heater pan was found to be damaged which confirmed the reported problem. The heater pan was replaced to solve the issue. Additionally the homechoice was found to be noisy which was caused by a faulty pump. The keyboard light and door cover were also found defective and replaced. After everything was fixed, full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no patient involvement. No additional information is available.